Event description:
User experienced incorrect results for several assays after the module was masked and lactate reagent was loaded and calibrated. Exact number of patients involved and specific patient data were not provided. Affected assays include: urea which gave negative values. Total bilirubin which gave results multiplied by a factor of 10 calcium which gave results multiplied by a factor of 20 crp which gave x instead of a numerical value. Affected assays were re-calibrated which solved the problem. No results were reported outside the laboratory. If additional information is received, appropriate notification will be provided.